Manufacturer narrative:
The physician treated periorbital area which is not recommended.

Event description:
Pt is presented with a scar in the periorbital area after ablative wrinkle treatment. The physician treated preorbital area which is not recommended.